Event description:
It was reported that the ilet device¿s sleep/wake button was unresponsive, though the user maintained glucose monitoring via a connected cgm and had insulin pen backup available, with blood glucose reported as 161 mg/dl and unaffected. Symptoms included no reported adverse clinical effects. Outcomes included no interruption of therapy requiring medical care and no hospitalization. Investigation included customer interview and troubleshooting support. Investigation of this case revealed that the device resumed normal function and no device malfunction could be confirmed. It was concluded that the event did not result in patient harm and that no device defect was verified.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.